Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets cannula crimped events, first on (B)(6) 2024 and rest within the last two months. All the events occurred after three hours of insertion and the insertion site was at thigh. The sets were in use for about one day. The patient resolved all the events by replacing the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.